Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a cartridge change was performed to address the issue and insulin delivery was resumed. The customer's blood glucose (bg) level was 120-150 mg/dl.